Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that it was unknown if the seizures were resolved, unknown what actions/interventions were taken.

Manufacturer narrative:
Other: seizures. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was having seizures that could be related to their device/therapy and this was considered a sudden change in therapy. It was noted the patient's wife just died. No further complications were reported as a result of this event.